Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with catheter damaged. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd insyte autoguard bc shielded IV catheter there was an issue with catheter damaged. There was no report of injury or medical intervention.

Manufacturer narrative:
A total of (B)(4) units were manufactured and packaged on afa line 12 from 18 through 22 may2018. A non-related qn ((B)(4) for ¿uncut packages¿) was initiated and pallets 22 through 24 were reworked and re-packaged on pkg line 11 on (B)(6) 2018. Disposition, root cause and corrective action were followed in accordance with the quality control plan. All other challenge, set up and in process inspections were performed and passed per specifications. Received a 22ga iag unit consisting of a catheter-adapter assembly and a fully retracted needle-barrel assembly within an open package from lot number 8134969. The needle cover was not returned for evaluation. Visual/microscopic evaluation: no physical-mechanical damage was observed on the catheter-adapter assembly. The catheter tip was acceptable per specifications. No fm or particulates were found. No cuts or holes were present. No physical mechanical damage was observed on the needle. The cannula tip was acceptable per specifications. No fm or particulates were found. No bents, scratches or gripper marks were present. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the incident report could not be confirmed or replicated in the laboratory.